Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a sore on her back due to the device rubbing. There was no alleged device malfunction contributing to the irritation. A physician told patient to use an anti-biotic that was prescribed for a prior condition to treat this irritation. Outcome of the irritation is unknown.